Event description:
The manufacturer received information alleging a ventilator was alarming for low tidal volume. The patient experienced respiratory discomfort and the patient required to be manually ventilated with a resuscitation bag. The ventilator was replaced with an alternative device. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for low tidal volume. The patient experienced respiratory discomfort and the patient required to be manually ventilated with a resuscitation bag. The ventilator was replaced with an alternative device. During the evaluation of the device at the manufacturer's service center, clogging in the 43 micron filter was observed. The device's 43 micron filter was replaced to address the issue. There was evidence of contamination. The active exhalation control module was evaluated by the manufacturer's product investigation laboratory (pil) and found the active exhalation control module functioned as designed and operated without issue or error codes. After receiving further information from the patient, it is determined that the initial report should have been filed as product problem only. Section adverse event/product problem and in box b and type of reported complaint in box h has been updated/corrected in this report.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for low tidal volume. The patient experienced respiratory discomfort and the patient required to be manually ventilated with a resuscitation bag. The ventilator was replaced with an alternative device. During the evaluation of the device at the manufacturer's service center, clogging in the 43 micron filter was observed. The device's 43 micron filter was replaced to address the issue. There was evidence of contamination. The active exhalation control module was evaluated by the manufacturer's product investigation laboratory (pil) and found the active exhalation control module functioned as designed and operated without issue or error codes.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for low tidal volume. The patient experienced respiratory discomfort and the patient required to be manually ventilated with a resuscitation bag. The ventilator was replaced with an alternative device. During the evaluation of the device at the manufacturer's service center, clogging in the 43 micron filter was observed. The device's 43 micron filter was replaced to address the issue. There was evidence of contamination.